Event description:
A customer reported an infusor which contained 4800mg of 5fluorouracil (fu) that reportedly infused in 22 hours instead of 46 hours. The patient was seen in the emergency department due to chest pain. The patient was connected to the device on (B)(6) and the infusion was completed on (B)(6). The patient returned to the clinic to have the infusor disconnected on (B)(6), and indicated he had experienced chest pain the previous day. Reportedly, the customer indicated the patient may not have been compliant with the therapy. The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, no evaluation will be performed. The product code and lot number are unknown; therefore, a 510k number cannot be included in this report. Additionally, a batch review cannot be completed because the lot number is unknown.